Manufacturer narrative:
It was indicated that it was unknown if the device will be returned or not for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported post-afib procedure using the boston scientific pulsed field ablation (pfa) system, the patient developed hematuria and had a high creatinine. They performed a rehydration protocol, and the creatinine returned to normal, and there was no longer blood in the urine. The cavotricuspid line was treated with radiofrequency ablation (rf). The physician did not believe the adverse event was related to the non-boston scientific qdot micro catheter. It is not known if the farawave pfa catheter will be return or not for analysis. No further information is available.

Event description:
It was reported post-afib procedure using the boston scientific pulsed field ablation (pfa) system, the patient developed hematuria and had a high creatinine. They performed a rehydration protocol, and the creatinine returned to normal, and there was no longer blood in the urine. The cavotricuspid line was treated with radiofrequency ablation (rf). The physician did not believe the adverse event was related to the non-boston scientific qdot micro catheter. It is not known if the farawave pfa catheter will be return or not for analysis. No further information is available.

Manufacturer narrative:
Correction in section h6 device codes, code a2304 was added. Detailed product information was not provided to bsc. It was not available by maude. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that it was unknown if the device will be returned or not for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.